Event description:
Same case as MDR ID # 2134265-2013-00116, 2134265-2013-00118. It was reported that the automatic pullback of the ilab motor drive did not work.

Manufacturer narrative:
Device evaluated by MFR. - it is indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).